Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. On (B)(6) 2013, trivascular was notified of a potential type 1a endoleak. Upon review of the angiographic and post-operative CT imaging, the stent graft was positioned 3-5 mm below the intended vessel target location, placing the sealing rings in a region of larger aortic diameter than the diameter of the device. The stent graft was explanted on (B)(6) 2013 and the patient remains in the hospital recovering as of (B)(6) 2013.